Event description:
It was reported that the patient with the pacemaker exhibited a syncopal episode, resulting in them falling and fracturing some of their bones. The patient was admitted to the hospital and the interrogation of the pacemaker revealed it was in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.